Event description:
The account alleged that the brakes will set but will not hold. No patient impact.

Manufacturer narrative:
The technician replaced the brake casters on the bed to resolve the issue.